Manufacturer narrative:
The device was returned to resmed for investigation. Performance testing was not able to confirm or reproduce the reported system failure alarm. Evaluation of the device data logs revealed a single occurrence of a total power failure event. Based onall evidence and previous investigations of similar complaints, the investigation determined that the power failure event was most likely due to contamination on the battery terminals affecting the contact between the device and its power source. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure event. There was no patient injury reported as a result of this incident.